Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 750 mg/dl. The customer¿s current blood glucose level was 135 mg/dl. The customer was in intensive care unit for three days. The drive support cap was normal. The customer performed hp test and it passed. The customer was treated with bolus. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.